Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4)

Event description:
It was reported the menu display is missing pixels. It is unknown whether the device was used on a patient at the time of the event. The device was returned for repair. No patient involvement or complications were reported.